Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
There was an incident on (B)(6) with our teflon skull clamp. Customer stated: "when clamp was removed, there was a laceration - surgery was completed, patient was prone - posterior cervical fusion. Customer stated, that the resident pinned the patient. Laceraction was 2 mm from pin."